Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer was dispatched to the customer site to troubleshoot the issue. They completed routine troubleshooting activities and replaced the reference and buffer valves on the instrument. All verification testing passed once these activities had been completed. The failure mode of this event is a malfunction of the reference and buffer valves. (B)(4).

Event description:
The customer reported the generation of generation of erroneous ise (ion selective electrode) results on their au480 clinical chemistry analyser. There was no report of change to patient treatment in connection with this event.